Manufacturer narrative:
In 2008, the ventricular setscrew would not secure the lead during the implantation procedure. The analysis on this device is pending.

Event description:
During the implantation procedure, it was reported that the ventricular setscrew on this device would not secure the lead. Therefore, the device was not implanted.